Event description:
A nurse reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were also received and indicated that, five weeks postoperatively, the patient reported eye pain, light sensitivity, sees "a film over the eye", eye is watery and feels tired, heavy and dry. The patient was given artificial tears and a prescription for glasses to use as needed; and the surgeon's overall impression is that the patient is "doing well." Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/12/2011 and 05/26/2011 by phone, fax, and mail. Medical records were received on 05/03/2011. A completed questionnaire has not been received. (B)(4).